Event description:
It was reported that the syringe 3ml ll 200 s/c experienced missing scale markings which were noted prior to use. The following information was provided by the initial reporter: material no. 309657 batch no. 9099577 clinical product coordinator received an internal hospital sims report from user facility regarding a 3 ml syringe that did not have any graduations printed on the outside.

Manufacturer narrative:
H.6. Investigation summary: three photos were received and evaluated. The photos depicted a single loose 3ml syringe and a package with only top web visible from 3ml syringe product 309657. It was not possible to read the batch # on the package due to low photo resolution. The syringe was observed to have no scale markings on its barrel. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the missing print defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. Batch 9099577 is considered in compliance with our product specification requirements. H3 other text : see section h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml ll 200 s/c experienced missing scale markings which were noted prior to use. The following information was provided by the initial reporter: material no. 309657, batch no. 9099577. Clinical product coordinator received an internal hospital sims report from user facility regarding a 3 ml syringe that did not have any graduations printed on the outside.